Event description:
Healthcare provider reported via company representative "bilateral radiation, cap con patient, revision surgery". When doctor "opened the pocket the implant was punctured and a piece of the implant was floating in the pocket." This record is for the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the device was broken shell, flat creases, white particles material was found on the shell and missing shell. A weight test of the device was verified, and the device underweight. A microscopic analysis was performed which identified, broken striated. Based on the device analysis, the final assessment is: a striated edge broken in the side radius assessed, as surgical damage. Missing shell assessed, as inconclusive.

Event description:
Healthcare provider, updated right capsular contracture. To baker grade iii.